Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k)# of 'similar device: k121430.. Upon evaluation of the returned device, the handle was actuated. Deployment and retraction was possible with no issues noted. The point of no return was reached and the lockwire was released. The stent was fully deployed and no issue was noted with the stent. The handle was dismantled, with no issue with internal components. There was no damage noted on the flexor. The cirl research & development engineer commented that everything seemed ok and no issues were noted with the returned device. A definitive cause for the customer¿s complaint was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. The customer complaint was not confirmed as deployment and retraction was possible during the lab evaluation and no issue was noted with the returned device. A review of the manufacturing records for the evo-fc-10-11-8-b device of lot number c1185727 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, the user is advised of the following: ¿introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel, then relock wire guide. Continue advancing device in short increments¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The information received indicated it was not possible for the customer to deploy the evolution stent into the biliary duct. They removed all the device but they used another evo stent without any problem . Upon receipt and evaluation of this device at cook ireland, the evolution stent was confirmed to be partially deployed.